Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation') and device dislocation ('essure migration') in an adult female patient who had essure (batch no. 619695) inserted for female sterilization. The patient's medical history included menorrhagia. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criterion medically significant) and device dislocation (seriousness criterion medically significant). Essure treatment was not changed. At the time of the report, the perforation and device dislocation outcome was unknown. The reporter considered device dislocation and perforation to be related to essure. The reporter commented: date of insertion (B)(6) 2009 as per written in mr. Similar fashion was used on the opposite side with 3 trailing coils on the left side. Most recent follow-up information incorporated above includes: on 22-jul-2020: mr received: lot number were added and reporter information were updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of perforation ('perforation') and device dislocation ('essure migration'). In an adult female patient who had essure (batch no. 619695), inserted for female sterilization. The patient's medical history included: menorrhagia. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criterion medically significant) and device dislocation (seriousness criterion medically significant). Essure treatment was not changed. At the time of the report, the perforation and device dislocation outcome was unknown. The reporter considered device dislocation and perforation to be related to essure. The reporter commented: date of insertion (B)(6) 2009, as per written in mr. Similar fashion was used on the opposite side with, 3 trailing coils on the left side. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-aug-2020, quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criterion medically significant) and device dislocation ("essure migration"). Essure treatment was not changed. At the time of the report, the perforation and device dislocation outcome was unknown. The reporter considered device dislocation and perforation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.